Event description:
Pt reported experiencing high blood glucose (values not provided), for 2 weeks. They indicated that, upon the advice of their physician, they sought treatment for high blood glucose (at that time, 500-600 mg/dl) at the hosp. While hospitalized, pt was diagnosed with diabetic ketoacidosis, and treated with IV fluids, and insulin injections. Additionally, pt was diagnosed with, and treated for, gastroparesis. At the time of the report, pt was still hospitalized.